Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of leaflets 1 and 3. The sections that are missing, possibly for pathology testing, measure to an average of approximately 3-4mm at the free margin by 1cm into the cusp area. No other inconsistencies detected or in the x-ray. The device was evaluated on 04/05/2010.

Event description:
Reportedly, the tubing into the transducer was broken off. No patient injury was reported.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010

Manufacturer narrative:
Device evaluation anticipate, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.